Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported that she had been experiencing high blood glucose levels. The customer reported having a blood glucose level over 300 mg/dl several days prior to the call. The customer also reported that she had a low reservoir alarm at the time of this incident. Customer reported that she recently had a blood glucose level of 410 mg/dl after a site change. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.